Event description:
Boston scientific received information that the day after implant this right ventricular (rv) lead was dislodged. A lead revision procedure was performed and the lead was successfully repositioned. No additional adverse effects to the patient were noted. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.